Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced headache, lower extremity weakness, and slurred speech. The patient was presented to urgent care and was referred to the emergency room (ER) and admitted to the hospital due to diabetic ketoacidosis (dka). The patient was treated with an insulin drip, saline solution, and novolin insulin. The cgm was reading 380 mg/dl and the blood glucose reading was 590 mg/dl. The patient mentioned that the reasons for his dka was due to inaccurate readings and the pump did not give him the insulin needed. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.